Event description:
It was reported that pump experienced malfunction where software did not work properly, motor did not move, and pump would not deliver bolus or push insulin to cannula. No information was provided regarding impact to customer¿s blood glucose level. Customer declined technical support services, and no additional information was received regarding any further actions taken.